Manufacturer narrative:
A review of the device history record for sn (B)(6)was performed from date of manufacture (B)(4)2020 to the present date (B)(4)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device won't turn on/off and won't connect with either iui connector to any cpu. No patient involvement is noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device won't turn on/off and won't connect with either iui connector to any cpu. No patient involvement is noted.